Manufacturer narrative:
Additional information was received that the patient¿s anatomy was tricky and the implanted physician did not do the intraoperative test. The patient underwent a revision procedure wherein new leads were implanted for better coverage. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.